Event description:
The device was used in the AED mode on a person diagnosed as pulseless and apneic. When the operator attempted to perform an automated ECG analysis, the device allegedly displayed a connect electrodes message and use of the device was inhibited. An als crew subsequently arrived and took over care and treatment of the patient using another defibrillator. The patient was not resuscitated. The reporter indicated the device did not cause or contribute to the patient's death. This opinion was based on the use of a second defibrillator.